Event description:
As reported by the user facility: summary of issue: needle tip allegedly broke off during administration of an epidural. Patient visited (B)(6) for a scheduled cesarean delivery of her unborn child. In preparation for the cesarean delivery, patient was prescribed anesthesia to be given through a spinal block and an epidural. The dr attempted to administer the spinal block twice; while administering the second spinal block, the spinal needle tip broke in patient's lower lumbar spine. Patient was transferred to pacu to be evaluated for removal of the "spinal catheter tip". Patient underwent an x-ray and CT of her lumbar spine; the assessment of the patient's spine showed that "there is a 2.4 cm needle fragment superficial to the right lamina of l3. The needle tip is located at lamina and extends along the posterior spinous process. It does not enter the spinal canal. There are bubbles in the paraspinous area at l4. There are also air bubbles in the epidural region throughout the lumbar spine.". Patient experienced breakthrough pain and complained of low back pain following her operation. No urgent surgical intervention was indicated.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.